Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent deployed in an unintended location. The target lesion was located in the superficial femoral artery (sfa). A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use. During placement of the stent within the sfa, the stent locked up mid deployment. The thumbwheel was used and the pull grip was extended all the way back to deploy the stent. The stent system was pulled back into the iliac and the stent unlocked and deployed in an unintended location. There were no patient complications and the patient's status is fine.